Event description:
It was reported that a malfunction alarm signaled a problem with the pump. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again, which they understood.